Event description:
It was reported that customer experienced occlusion event with alarm 2 followed by alarm 26 earlier in the day while using infusion set and cartridge with lyumjev insulin. There was no adverse impact to the customer's blood glucose level. Customer changed infusion set and cartridge, resumed insulin delivery, reported no frequent or recurring occlusion issues, and case was closed by technical support with no additional assistance needed.